Manufacturer narrative:
The medtronic service engineer evaluated the ventilator but was unable to duplicate the reported issue. Additionally, the ventilator logs were downloaded and reviewed but no findings related to the reported incident. The ventilator passed all testing per manufacture's specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator was being used on a patient in volume control plus mode with the volume set to 390ml. The patient was successfully weaned from volume control plus to pressure support; however, within a few minutes the tidal volume began to read 3000 ml to 6000 ml without any alarms. The patient was placed on an alternate ventilator with no patient harm.